Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
Mr. (B)(6) was performing a ureteroscopy and using an olympus ultratrack guidewire and the guidewire kinked at the 5cm hydrophillic tip after very little use - he has mentioned this was a difficult ureter but the sensor when used did not kink in such a way - he has serious concerns about the durability of the wire. Initial assessment: guidewire unravelled inside patient.

Manufacturer narrative:
Received evaluation from the OEM epflex. The investigation of the complained product has shown that there is no damage at the pebax tip and no kink in the wire. The tip has been deformed and has a circular shape. This is due to the fact that the tip was pulled over a narrow radius. It is not a systematic error and the root cause is not due to a product failure or a problem with the durability of the wire.